Event description:
The haptic of the lens was found to be bent after it was delivered in the eye. While the lens was being removed, the capsule tore and a vitrectomy was required. A new lens was inserted. There was no further patient injury.

Manufacturer narrative:
This form was completed by the manufacturer.